Manufacturer narrative:
Product complaint #: (B)(4)., investigation summary: according to the information received, "it was reported that the trial bipolar heads would not snap onto the trial handles." The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the s/c trial handle angled had signs of repeated use, it is worth mentioning that debris was found behind the ball springs. Per IFU-0902-00-721, care should be taken to remove any debris, tissue, or bone fragments that may collect on the instrument. Instruments with cannulas, moving parts, or spring mechanisms require additional cleaning steps to ensure proper removal of all trapped debris. In addition to other important steps to follow, the IFU instructs the use of a soft bristle brush to remove all traces of blood and debris, paying close attention to threads, crevices, seams, and any hard-to-reach areas of the device features. If the instrument has sliding mechanisms or hinged joints, actuate the area to free any trapped blood and debris. A functional test was performed using a laboratory sample mating device, and the device failed to fully assemble. This condition was attributed to the ball springs not fully retracting, likely due to debris accumulation behind the ball springs. Therefore, the reported condition can be confirmed since the device cannot perform its intended function of holding another device. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the s/c trial handle angled would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (pg1202) provided is not a valid finished goods lot number. H11 additional narrative: added: h4. Corrected: h3.

Event description:
It was reported that the trial bipolar heads would not snap onto the trial handles.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added :d4 (lot), d9. Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.